Manufacturer narrative:
The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
Black foreign matter was found inside of the sterile pouch of the fire star balloon during inventory inspection at (B)(6). The foreign material was moveable. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
Black foreign matter was found inside of the sterile pouch of the fire star balloon during inventory inspection at (B)(4) plant, (B)(4). The foreign material was moveable. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product has not been returned. One unit of sakura fire star, 2.50 x 15 was received in the sterile packaging. The box was opened but the pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. The foreign material was measured, it was found inside of specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the confirmed complaint. The reported failure ''foreign material'' was confirmed; the exact cause of the failure reported by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. The report of foreign material inside of the sterile package was confirmed on analysis; however, the inclusions fall within acceptable specifications. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information does not suggest what other factors may have contributed to the confirmed event.

Manufacturer narrative:
Black foreign matter was found inside of the sterile pouch of the fire star balloon during inventory inspection at (B)(4). The foreign material was moveable. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product has not been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of foreign material was confirmed through the picture sent from the warehouse in (B)(4), however without the return of the product it is not possible to ascertain if the material is within specification or not and therefore cannot be determined if it is related to the manufacturing process. There have been similar complaints in which the foreign material was found to be out of specification and they have been addressed in a dpra. It is not possible to determine if this complaint falls within that category, therefore no corrective action is required.